Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the deployment knob of the delivery catheter system (dcs) broke during valve recapture in an attempt to adjust the valve position. The valve was released at 2/3 when the break occurred. The final position was acceptable and there were no consequences to the patient as a result. It was reported that the blue plastic split into two without any excessive force applied. There was no significant tension in the system and no excessive tortuosity of the anatomy noted. The valve was deployed by turning the knob without the blue plastic. No adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint delivery catheter system (dcs) at medtronic's quality laboratory, the dcs was received with the handle components detached from the dcs and the end cap/screw gear snap fit was connected. Visual analysis showed the capsule was fully closed and slightly over captured. The tip-retrieval mechanism appeared intact. Delamination was observed over the nitinol reinforcing frame along the full length of the capsule and multiple kinks were observed on the inner member. Both tab 3 and tab 4 of the male actuator component were detached from the component. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Recapturing is a feature of the dcs that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. However, the cause of the positioning difficulty could not be conclusively determined. The dcs was returned to medtronic for analysis with the actuator (deployment knob) components detached from the dcs, confirming the reported event. Delamination typically occurs when the capsule is subjected to a bending force potentially after tracking through patient anatomy. The capsule was observed to be over-captured on the catheter tip. The device instructions for use (IFU) cautions the user to ¿stop advancing the capsule once the gap to the catheter tip is closed. Advancing the capsule farther could damage the capsule¿. Kinks were observed on the inner member shaft. The description of the event does not indicate this kink occurred during the reported issue; however, the cause of this damage could not be determined. Inner member shaft kinks have historically been seen on devices returned without the stylet in place to support the shaft during transport for analysis. Additionally, the over-captured tip may have contributed to the inner member shaft damage. Actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.